Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-01812 and MFR. Report # 3005099803-2012-01813). It was reported to boston scientific corporation that two microknife xl sphincterotome were used during a endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure, both microknife needles would not extend back out of the catheter, once the needle had been retracted. The procedure was successfully completed with a third microknife xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; "needle detached". Information from the account indicates they did not notice any needle detachment within the patient.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. (B)(4) needle detached. A visual examination of the returned device found that the needle was in a retracted position. A functional evaluation found that the needle would not extend out of the catheter. The distal tip extrusion was cut open to evaluate the needle and found that the needle length did not meet specification. This indicates a portion of the needle detached. The needle also appeared discolored. During manufacturing, tome devices are 100% so the broken needle is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.